Event description:
It was reported that pump displayed malfunction alarm malf 12, and there were no notable events before malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction alarm recurred, so pump was placed in storage mode and customer switched to multiple daily injections for insulin delivery while waiting for replacement pump under warranty; technical support confirmed shipping address, explained need to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return malfunctioning pump using prepaid label within 10 days.